Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while the glenosphere was being implanted, the black piece where the glenosphere rests on in the two prong impactor was broken due to wear and force. No adverse events have been reported as a result of the malfunction. The per stated no additional information.

Manufacturer narrative:
(B)(4) updated: b4, b5, d9, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed as the impactor pad was not returned therefore no evaluation could be made of that piece. This device has a potential field age of over 5 years with an unknown number of uses. Visual examination of the returned product identified the product shows signs of repeated use; nicks, gouges, wear and strike marks. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.